Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary tubing set. The primary tubing set was being used to deliver an unspecified solution via a symbiq pump. The secondary tubing set was being used for piggyback delivery of pepcid and was connected to the primary tubing set. After an unspecified length of time in use, the nurse noted the secondary solution was flowing into the primary tubing set past the backcheck valve. The primary and secondary tubing sets were replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
One rep device was received. Investigation is not completed.